Manufacturer narrative:
(B)(4). As no further information concerning this report is expected at this moment, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. When the change out was attempted, the pocket was discovered filled with pus and purulent fluid. The device was removed and the right ventricular (rv) lead abandoned to be extracted at a later date by surgeon. The lead was finally extracted some days after the device explant procedure. Intravenous antibiotics were required. No additional adverse patient effects were reported.